Event description:
It was reported that during a thrombectomy treatment procedure, a defect was noted on the surface of the amplatz super stiff guidewire. The thrombus being treated was located in the mid superficial femoral artery and extended to the pt's foot. The physician used a 6f introducer sheath for vascular access. A possis angiojet catheter was advanced over the amplatz guidewire to perform the procedure. During withdrawal. The angiojet catheter became stuck on a nodule on the amplatz guidewire. The pt was asymptomatic during this event. The amplatz guidewire was cut in order to withdraw the angiojet catheter. It was noted that the paint on the amplatz guidewire had flaked off in the area of the nodule. The procedure was completed successfully, and no pt injuries or complications were reported.